Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was not reported. The patient was hospitalized for the event. During hospitalization, pd therapy changed from apd to capd. Treatment was not reported. Two days after onset, the patient was recovered. On the following day, the patient was discharged from the hospital. At the time of this report, extraneal and physioneal therapies were ongoing. No additional information is available.